Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Possible false asystole was noted. Upon device analysis, no anomalies found.

Event description:
It was reported that the patient was asymptomatic and there was a question as to whether the recorded episodes were real asystole or not. The device was later explanted and replaced with a pacemaker system. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient was asymptomatic and there was a question as to whether the recorded episodes were real asystole or not. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Possible false asystole was noted.